Event description:
Voluntary medwatch report stated that the patient¿s right atrial (ra) lead exhibited noise. The patient presented to the clinic and left before the isometric test and reprogramming could be performed; the ra lead remained implanted. There were no patient consequences.